Manufacturer narrative:
E1: initial reporter facility name- (B)(6) hospital. No samples were received for investigation for (B)(4), in which the customer has stated: ¿the clinical nurse returned blood well when the patient was infusion, but the infusion was not smooth, about 15 drops per minute¿. The product in use at the time is reported to be a mp1000-c. The customer provided two lot numbers to assist the investigation, however both lot numbers were identified to be related to the mz1000 china and not the mp1000-c component. The details of this feedback were forwarded to the manufacturing site for investigation; however, the correct lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxplus needleless connector had flow issues. The following information was received by the initial reporter with the verbatim: on the same day, the clinical nurse returned blood well when the patient was infusion, but the infusion was not smooth, about 15 drops per minute. It may be judged to be an internal blockage of the needle. Replace the same batch with a new transparent needle-free connector, and then the infusion is smooth. No harm has been caused to the patient. As of today, no other similar adverse events have been found, and there have been no incidental cases.